Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia had resolved and the dysmenorrhoea, psychological trauma, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered alopecia, dysmenorrhoea, menorrhagia, psychological trauma, tooth disorder and weight increased to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2012 (discrepancy noted in essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case was upgraded to incident. The event injury nos was replaced with events from pfs: dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), psych injury, weight gain, hair loss, dental problems. Outcome of bleeding was updated. Laboratory data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgical essure removal in (B)(6) 2016 (hysterectomy full, salpingectomy bilateral). At the time of the report, the heavy menstrual bleeding had resolved. The outcomes for dysmenorrhoea, psychological trauma, weight increased, alopecia and tooth disorder were unknown. The reporter considered alopecia, dysmenorrhoea, heavy menstrual bleeding, psychological trauma, tooth disorder and weight increased to be related to essure administration. The reporter commented: previously reported insertion date was (B)(6) 2012 (discrepancy noted in essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pfs received : reporters information added, product start date and stop date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.